Event description:
Customer reported the system intermittently would not produce x-rays during a case. No patient injury was reported.

Manufacturer narrative:
Initial reporter: name and address were provided but caller wished to remain anonymous so the information was not entered on this report.

Manufacturer narrative:
Caller declined to provide contact information aside from or, urology department, north carolina. No telephone number was provided. Asp investigation summary: the investigation included trending by product line and health hazard evaluation. A review of the complaint history from may 2009 through august 2010 for cidex activated dialdehyde solution with the problem code "hr-procedure-related revealed 10 complaints, of which 5 complaints were of similar nature where the customer is only disinfecting their devices in cidex for 20 minutes and not the 45 minutes as stated in the IFU (instructions for use.). No batch review was performed because the lot number was unknown. A hhe (health hazard evaluation) was performed and it was established that there is no potential health hazard due to this issue. The association for professionals in infection control and other professional societies has guidelines that recommend the use of 2% glutaraldehyde to achieve high disinfection in 20 minutes at 20, c known as the 20/20 claim. As of date, asp has not received any reports of patient injuries resulting from this practice. No further action is necessary at this time as the asp clinical support has already informed the customer of the recommendation on the cidex IFU. Asp will continue to monitor for trends.

Event description:
A caller from an operating room in a urology department stated they have been only immersing instruments and devices for a minimum of 20 minutes in cidex activated dialdehyde instead of the required minimum 45 minutes. The caller was informed to follow the instructions for use (IFU) for the product. She stated that there were no patient reactions. She preferred not to provide any additional information at this time and wished to remain anonymous.